Manufacturer narrative:
Additional information: patient ID, age and gender provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the power board for the viewing station of the imaging system was malfunctioning, in that an alternating current could not be delivered to the main imaging system, and was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect viewing station power board has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system was unable to perform an image acquisition. The x-ray batteries were reported to have depleted at an accelerated rate when placing the gantry around the patient. The surgeon opted to complete the procedure without the use of the imaging system. The site elected to complete the procedure with a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The analysis on the power board of the viewing station of the imaging system was completed by medtronic personnel. Testing found that one of two fuses in the board were open. Once replaced, the unit functioned as designed.